Manufacturer narrative:
Spinesmith will continue to monitor the customer and collect details to ensure the device is being used as per the instructions and training provided.

Event description:
On (B)(6) 2026, customer - (B)(6) - reported that their rf+ device sn: (B)(6) was not producing heat during treatment. The customer also indicated that they did have a patient that did experience a mild "shocking" sensation during the va procedure however at the time of the initial report, the customer did not report a patient injury, burn, adverse event, or treatment-related complication. The office indicated that the sensation was not considered significant at the time and was believed to be potentially consistent with expected treatment effects; therefore, no further escalation or adverse event report was initiated. The customers rf+ device was returned to spinesmith service department for evaluation and a comprehensive inspection, preventive maintenance (pm), calibration verification, and functional testing was performed. The device met all established specifications, and no malfunction, performance deficiency, or condition that could explain the reported lack of heat output or the reported treatment sensation that was identified. The device was determined to be operating as intended and was returned to the customer. On (B)(6) 2026, a follow up with the customer confirmed that the customer had received their device however they had not yet had another patient to use it on yet. During the discussion, the customer provided additional information regarding the patient treated during the timeframe of the original complaint. The office reported that the patient later developed swelling and burns following the procedure. The customer clarified that, during the original treatment, the patient had reported a mild "shocking" sensation and noted swelling. However, the office did not initially report these findings as an adverse event because they did not believe the symptoms represented a significant concern at the time or anticipate that the condition would progress. At the time of the original device evaluation, the potential patient injury had not been communicated; therefore, the service investigation was conducted based on the available information, which included the reported lack of heat output and treatment-related sensation. Following receipt of the additional information regarding the reported swelling and burns, the complaint investigation was updated to include the reported patient outcome. The returned device has undergone inspection, preventive maintenance, calibration verification, and functional testing, with results confirming that the device met established acceptance criteria. No evidence of device malfunction or performance deficiency was identified that could explain the reported patient outcome. Based on the available information, the relationship between the device and the reported patient burn cannot be confirmed or excluded. The root cause of the reported injury could not be determined due to insufficient clinical and procedural information. On (B)(6) 2026, (B)(6) was consulted and has since contacted the customer to ensure they have all the information needed to safely and accurately perform the rf+ procedures.